Event description:
It was reported that there was noise/oversensing on the right ventricular (rv) lead. The lead tested fine on the analyzer so the physician felt there was an issue with the device header. The device was replaced and the lead was reused. Subsequently there was noise again and an impedance spike, which could not be reproduced with manipulation. The lead was scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. There were no anomalies found. Concomitant products: 694765 implantable tachy lead (B)(6) 2008; 4194 implantable pacing lead (B)(6) 2008; 1788tc competitor implantable pacing lead (B)(6) 2008. (B)(4).